Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by clinician review of the provided x-ray and review of the provided images of the device. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows and intraoperative image with the device in situ and also a photo of the recently explanted exeter stem and ceramic head covered in tissue and blood. The stem is clearly fractured at the neck of the device. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-rays provided confirm fracture on stem, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Broken exter stem. Revised stem to a cement in cement stem.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken exter stem. Revised stem to a cement . In cement stem.